Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5524m implantable pacing lead 1998-(B)(6). (B)(4).

Event description:
It was reported the lead exhibited low impedance measurements and oversensing in unipolar mode. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.